Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this patient had an ablation and then a week later had intermittent capture. The patient was having syncopal events. Thresholds were rising. The physician thinks that the lead issues started when the patient had a fall. This lead was replaced during a device upgrade. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The explant date was not provided.